Manufacturer narrative:
(B)(4). Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: primary knee tep-left side on 2002. After trauma/fracture change in (B)(6) 2007. Tibial change after loosening in (B)(6) 2011. Change of femoral components after fracture in 2014. In mid of (B)(6) 2017 patient reported a sudden pain while treading. Since this mobilisation with help of crutch, analgesia with indometacin. X-ray showed fracture of tibia and dislocation. Revision on (B)(6) 2017. Doi: 2014; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. After the review of the new information received, it has been determined that this product has been reported in error. This report will be rejected.